Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the device was not detected on the bus, resulting in the complete disappearance of the drawer in the storage configuration. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple pockets in the drawer 2-1 were not detected on the bus. A field service engineer cleaned and reseated the row board header and board pins to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.